Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2006. The patient experienced pain and erosion after the surgery. There was no additional information provided.

Manufacturer narrative:
Concomitantly on (B)(6) 2006, a bard pelvisoft acellular collagen biomesh was implanted. The mesh was surgically removed on (B)(6) 2006 due to mesh erosion. She had additional mesh removal surgeries on (B)(6) 2007, (b)(64) 2010 and (B)(6) 2010. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.